Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of up to 394 mg/dl despite a temporary basal rate increase of 200%.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: catalog number and UDI # corrected based on the returned product.